Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the external pulse generator (epg) was attached to a patient during an extracardiac procedure, syncope developed along with no pacing. Consciousness was regained after recovery of pacing. During use of the epg, replacement of the battery was performed due to the low level of remaining battery. Stoppage of pacing occurred at the instant of removing the battery. The pacing mode being used at the time was unknown. The epg will not be returned at this time as the facility considers inspection/repair or purchase of a new product. No further patient complications have been reported as a result of this event.